Manufacturer narrative:
B3: the events occurred on unreported dates during (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in three to four episodes of peritoneal dialysis infections. The breach in aseptic technique was further described as improper operations. The pd infections were manifested by cloudy effluent. The specific infection site was not reported. It was reported that the patient has been hospitalized twice and was treated with unspecified anti-inflammatory drugs for three to four weeks. Pd therapy was continued during the treatment. The patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.